Event description:
It was reported that the customer experienced a faster depletion of the battery in their device. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from technical support, and no additional information was received regarding the outcome of the event.